Manufacturer narrative:
Concomitant medical products: 2088tc lead, implanted: (B)(6) 2014; 2088tc lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing intermittent phrenic nerve stimulation from the left ventricular (lv) lead. The lead was reprogrammed and no further stimulation could be reproduced. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.